Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured implant found at surgery" and "capsular contracture baker grade ii". Capsulotomy and capsulectomy was performed as treatment. This record is for the left side. Device was explanted.